Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the pump randomly changed the date and time on its own, and am/pm were reversed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: a review of the pump¿s history showed no activity outside of normal use. The time and date were found to be manually manipulated from 9:35 pm on (B)(6) 2013 to 10:15 am on (B)(6) 2013. During testing, the pump was exercised for five days with no alarms or time issues. The pump was found to be able to maintain time and date settings within 5 seconds after 5 days, and the pump was able to maintain the time and date after powering off for 70 minutes. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.